Event description:
Customer reports obtaining results of 361 mg/dl and 152 mg/dl on the same device within 2 minutes. No action was taken based on the results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.